Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a data corruption notification and pump history was missing. There was no adverse impact to the customer. Customer indicated that pump would continue to be used for insulin therapy.